Event description:
Patient was intubated under general anesthesia in or and draeger evita ventilator was used. The ventilator stopped breathing for patient. The device failure code displayed was 13.03.001. The ventilator was replaced and the failed ventilator was brought to clinical engineering for troubleshooting. The patient seemed to suffer no ill effects from the ventilator failure.

Event description:
Patient was intubated under general anesthesia in or and draeger evita ventilator was used. The ventilator stopped breathing for patient. The device failure code displayed was 13.03.001. The ventilator was replaced and the failed ventilator was brought to clinical engineering for troubleshooting. The patient seemed to suffer no ill effects from the ventilator failure.